Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture taken at a backtable, it appears like two el5ml clips were partially formed. No conclusion could be reached as to the root cause of the reported issue as the device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, clips don't close properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. No device will be returned.